Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement resulting in less than 20 ohms. Boston scientific technical services (ts) reviewed previous lead measurement data and noted that all other measurements were stable and within range. No adverse patient effects were reported.